Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had been shortness of breath, and that elevated pump parameters were observed. The patient was reported as symptomatic. The patient was admitted to the hospital from the clinic on (B)(6) 2017 with heart failure symptoms. Heparin was initiated at admission due to concerns of pump thrombosis. Lactate dehydrogenase was slightly above baseline, hemoglobin was normal. An echocardiogram ramp study was performed, and the aortic valve was opening with each cardiac cycle. Right heart catheterization showed elevated right and left sided filling pressures that were unchanged with lvad speed changes. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log file provided confirmed elevations in pump power and estimated flow, a low speed advisory, and multiple pi events; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, an isolated low speed advisory was captured on 18nov2017 when the pump¿s speed dropped below the low speed limit. No other atypical alarms were captured. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.